Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.all pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated with retained strips. Visual inspection has been performed on the returned meter and no issues were observed. Inserted batteries in returned meter and indicator lights did not flash. The meter did not power on with button depression, or strip insertion. Initiated meter communication using usb cable and usb port, however communication was not successful. The meter log was unable to download due to the meter not powering on. The meter was sent for further investigation and de-cased. Performed internal visual inspection on the de-cased meter, burn marks/evidence of fire was observed. An extended investigation has also been performed on the returned meter. After viewing the damage/burn area, it has determined that the battery was not involved in this damage. The meter battery does not have the available power to melt plastic. A voltage test of 120vac was run on a known good meter and the micro ubs port showed damage consistent to the returned meter. Therefore, this complaint is not confirmed to use due to a low battery. The low battery was an after- result of the damage from the high voltage on the micro usb path to central processing unit (cpu). All pertinent information available to abbott diabetes care has been submitted.